Event description:
It was reported that patient underwent elbow procedure on unknown date. During the procedure, after surgeon prepared patient's bone for size 5mm implant, the implant would not seat properly. Surgeon used size 4mm implant to complete the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. There have been no trends identified related to this type of event.

Manufacturer narrative:
Even though, evaluation of returned device found product was nonconforming, engineering did not feel nonconformance would have lead to the reported event. Further information received identified surgeon used incorrect rasp component during surgical procedure. This report filed march 23, 2009